Event description:
Consumer reports inaccurate readings. Analysis run on clark error grid using mean avg. Reading (297) as ref. Point vs. Bd reading (550, 136) yeilded data points in the c/d range of the grid, outside acceptable limits.